Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the left ventricular lead came apart. It was noted that there was an over use of cautery and that the dysfunction of the lead was due to the cautery. The lead was removed from the header and then was found to not work. The lead was capped, and the port was plugged and the device was explanted due to prophylactic removal. The patient was in stable condition.